Event description:
It was reported that the item broke during procedure. No injury or delay, all pieces of the item were recovered and sent back.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned tension gauge indicated that it fractured on the 2mm end of gauge, confirming that stated complaint. Plastics are vulnerable to brittle fractures due to over loading in a bending manner. A crack may have initiated during use or due to the heating and cooling associated with autoclaving. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further clinical/medical assessment is warranted at this time. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit will be issued for the device.